Manufacturer narrative:
Concomitant medical products: 511211 lead, implanted: (B)(6) 2018. Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) pacing lead was explanted and replaced with a defibrillation lead during an upgrade from a cardiac resynchronization therapy pacemaker (crt-p) to a cardiac resynchronization therapy defibrillator (crt-d). The lead was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.